Manufacturer narrative:
UDI # unknown. (B)(4). The product involved in the report has been returned and is being processed for evaluation. The device history record for m5313t504 was reviewed and the product was produced according to product specifications. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
It was reported that the suction catheter detached from the conical adaptor. This occurred after the second suction. It was alleged that the patient's oxygen saturation declined temporarily, but there was no other injury.

Manufacturer narrative:
One used sample without original packaging was received for evaluation. The sample appeared in generally clean condition. It was received separated from the cone adapter. The cone adapter was examined under uv light. It was noted that the application of the adhesive to the cone adapter appeared uneven. The cause was determined to be of manufacturing origin, and corrective actions have already been implemented. A risk analysis was completed and based on the likelihood of event occurrence the overall risk remained within the same acceptable range. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).